Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the trial patient needed a shoulder MRI for symptoms that were not related to their device or therapy and had a spinal fusion with titanium screws in 2006 that was not related to their device or therapy. The patient did a bladder trial in 2006 or 2007 and when they went to remove the trial lead, they weren¿t able to get part of it out. Part of the lead broke off. The health care provider (hcp) was just going to leave the little wire piece in there instead of digging it out. The patient never got a permanent implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.